Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient with muscle stimulation presented in clinic during follow-up. Upon interrogation, the implantable cardioverter defibrillator was in back-up vvi mode. A device download was performed successfully. The patient did not have any symptoms post intervention and would continue with regular follow-up.